Manufacturer narrative:
Product analysis the device was received with the external slider and the backend wheel in the home position. The front grip had been removed from the device and damage was evident to the distal end of the screw gear. Deformation was evident to the graft cover at the proximal end and at the stent stop. An in-house 0.035-inch guidewire was backloaded through the tapered tip and exited the guidewire lumen flush port with resistance felt at the stent stop. The device could be flushed with no issues. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: when the device was taken from the vehicle it was just opened and attempted to be flushed and its unknown if there was any issues prior to flushing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure for treatment of an aneurysm, the etcf3232c49e stent graft could not be flushed and guidewires were unable not pass through the device's lumen. The device was retrieved from a vehicle on a very cold day, and it was suspected that the it may have frozen when saline was pushed through. The patient received treatment with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.